Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) regarding a patient who was receiving clonidine, morphine (unknown) and an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for arachnoiditis and spinal pain. It was reported that the patient's son had reason to believe his father might have been experiencing pump failure. The patient was in a psychiatric ward and was really losing his mind which was uncharacteristic of him. The patient's son knew the shelf life of the pump would end in about 7 months and would like a manufacturer representative (rep) to come out and check the pump. This started to happen when the patient had his pump refilled at his clinic on (B)(6) 2017, but began (B)(6) 2017. The patient's son knew there were 3 medications in the pump but he did not know what the 3rd medication was. The patient's son was wanting to get in touch with the rep that was paged on (B)(6) 2017 to see when they would be out to the facility. The patient was going through withdrawals which were considered a gradual change in symptoms and was locked up in the psychiatric ward. Patient services sent an email to reps in the area and redirected the patient's son to the doctor to have the rep paged or to obtain contact information for the rep. The patient's son had called the managing physician's triage and they had not been helpful at all. The rep was paged (B)(6) 2017 and was supposed to see the patient (B)(6) 2017. The hcp asked for a "technician" to come and look at the pump. She stated that the patient was showing some "increased delusions and behaviors" which lead the family to believe the pump may be going out. No further complications were reported.